Event description:
Hcp reported using fluoroscopy in 2001, md could not draw fluid from the pump. Catheter was intact. The device was explanted and returned to the manufacturer for analysis. A followup report will be sent when additional information is received.